Event description:
The event involved a 10" ext set w/3-port nanoclave® manifold, check valve, clamp, luer lock. It was reported that the nurse in the room sees blood rising in the tubing of the central line. She realized that there was a broken port (completely torn off) on a three-port ICU medical that was in non-stock. There was patient involvement. Blood pressure drops but patient was fine. No harm was reported.

Manufacturer narrative:
The device is available for evaluation, it has not been received. The investigation is pending.